Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that noise could be seen on the right ventricular (rv) lead when doing arm manipulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.